Event description:
It was reported that during a lap oophorectomy, the active blade broke off. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.